Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0c85x, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he felt a shocking sensation that lasted about 15-20 seconds on friday night while in bed sleeping. It kept going until it threw the patient out of bed and the patient fell on the floor and injured his back. He had back pain secondary to this. The patient said that therapy was turned off when this happened. This was the third time that it had happened. The patient wanted the defective device removed. It was also noted that the therapy never helped the patient. Additional information received from the consumer reported that he was scheduled to have the device removed on (B)(6) 2015 due to the shocking. He was taking tylenol and pain relievers in the interim. The patient was shocked again on (B)(6) 2015. This was the most mild shock of the ones he experienced. The shocking always occurred around 3:00am as if it was on a timer. The device was off but patient services recommended also turning the device down to 0.0v so that if something accidentally turned the device on it would be at 0.0v. Additional information received from the consumer reported that another shock occurred on (B)(6) 2015. He was so scared. The shocking went on for 8 seconds. He felt like he was being electrocuted, like he was being killed. He was shaking and scared. Additional information received from the consumer reported that he felt another shock on (B)(6) 2015. This occurred at 3:30am when stimulation was turned off. The patient had the device removed.